Event description:
This lead was explanted and replaced due to high thresholds.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection did not show any deviations from the technical specifications that could be connected to the clinical complaint. The lead proved to be in conformance with specifications and without defects. Especially the measurement values of the electrical analysis were all within the technical specification. No irregularities could be detected during the performed screw tests. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.